Event description:
A report was received that the recently implanted patient had swelling on the ipg site and was unable to charge. The patient underwent a revision wherein the ipg was relocated. The patient was doing well postoperatively.